Event description:
It was reported that the patient's atrial leadless pacemaker exhibited noise over-sensing resulting in inappropriate mode switch episodes. It was further noted that electrograms from the device were not recorded for these episodes. No intervention was performed. The patient was stable.